Manufacturer narrative:
Three devices have been returned to our facility for evaluation of the defect reported. There is a hole in the poly side of the pouch in each of the pouches. The hole is located near the top of the pouch at the edge of the spacer clip . The hole would occur if there is a hard impact to the spacer clip during shipment to the customer. Our facility is working on a project to package the product in a thicker pouch.

Event description:
The pouch is drilled.